Event description:
It was reported that during surgery, a foreign body was found on the surface of bipolar cup. A backup device was ordered urgently and the delay was more than 1 hour.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device was returned without the original packaging and appeared to unused. No contamination was visible on the surface. Pictures were provided that showed small brown stains on a white towel, but it was not returned for evaluation. The device was manufactured in 2019. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include improper handling during use or inadequate cleaning during the manufacturing process. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.